Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported, during a follow up there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. In addition, the patient also has signal artifact monitor (sam) installed and enabled. The sam patch can also consume additional power in the presence of high atrial rate sensing. Technical services (ts) recommended methods to reduce the high rate atrial sensing. No adverse patient effects were reported. This product remains in-service.